Event description:
It was reported that the device was under sensing atrial events and was going in and out of mode switch. The device was undersensing af. The device was entering and exiting ams due to the undersensing. It was believed that the undersensing was causing the atrial pacing in ams. Programming changes were suggested.

Event description:
New information notes that no programming changes were made, and the device remains implanted. Patient condition is stable.